Event description:
It was reported the customer had lost sensor, sensor error, and weak signal alarms on their insulin pump. While troubleshooting for the alarms it was also found the customer had a displayable history check failed on start up alarm, unexpected restart alarm, and a signal too low alarm on their insulin pump. Customer's blood glucose was 206 mg/dl. Troubleshooting found the insulin pump passed a self test. Customer was advised their insulin pump needed to replaced due to the recurring alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, self-test, and unexpected restart test, no unexpected error alarms noted during testing. However, displayable history crc check failed on startup error alarm was found in the alarm history, alarm was due to corrupted history file. The device communicated properly with minilink transmitter sensor and sensor glucose simulator. No unexpected lost sensor, sensor error or weak signal alarms noted. No cosmetic damage noted.